Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced "trouble breathing" and "feeling bloated with abdominal pain" during the first fill while connected to the homechoice claria device. The patient drain manually and felt "better". It was not reported if the patient was hospitalized. There was no report of medical intervention associated with this event. At the time of this report, it was reported that the patient "restarted with new supplies." No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not returned for evaluation; therefore, a sample analysis could not be completed. The sharesource logs were reviewed and the therapy logs revealed the programmed minimum initial drain volume (0ml) was set too low due to a previous incomplete therapy. There was no hardware defect or device malfunction identified that could have caused or contributed to the reported problem. Based on the device evaluation results, the probable cause of the reported event was determined to be use error, as the minimum initial drain volume being set too low due to a previous incomplete therapy. Per the homechoice claria apd system patient at-home guide, if the previous therapy ended early for any reason or an off-cycler exchange was performed, there may be more fluid in your peritoneal cavity than normal. If this occurs, the minimum initial drain volume (min I-drain vol) may be set too low. The minimum initial drain volume setting should be set to at least 70% of the expected peritoneal volume. Should additional relevant information become available, a supplemental report will be submitted.